Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus and touch screen did not work as there was an intermittent stylus issue. It was noted that a known good stylus worked as normal and the original stylus insulation was pinched with exposed wire at several locations. It was further noted that there were missing hinge plate screws and the handle covers were cracked. Additionally, it was noted that the rear display cover was damaged and the programmer failed the left antenna connection test. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded, and updated software. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus and touch screen of the programmer were unable to work. There was no patient involvement.